Manufacturer narrative:
The customer¿s report of tubing separated was confirmed. Visual inspection of the set noted that pvc tubing was completely separated from the drip chamber blood filter top cap inlet port. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to tubing being separated at the component engagement. Dimensional analysis was performed and the tubing measured to be within specification. The root cause was due to insufficient solvent being applied at the engagement of the tubing during manufacturing process.

Event description:
The customer reported that in the pacu/operating room, the set was primed with saline using one of the set's spikes, when the other side of the y-tubing, (which had not yet spiked the blood), came off. This occurred while the set was attached to the patient, and saline spilled. Patient harm was not reported.

Manufacturer narrative:
System service line account manager. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the pacu/operating room, the set was primed with saline using one of the set's spikes, when the other side of the y-tubing, (which had not yet spiked the blood), came off. This occurred while the set was attached to the patient, and saline spilled. Contradicting information was reported by stating there was no patient harm, and also stating it was "unknown at this time". Contradicting information was reported, stating this was a "near miss (did not reach the patient)", and stating in another portion of the report the tubing was connected to the patient. Patient harm was not reported.